Event description:
The customer contacted baxter?s technical service center reporting a burning smell coming from the homechoice (hc) device during therapy. The patient was connected. The baxter technical service representative (tsr) initiated a swap of the device. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The homechoice (hc) device was returned and was evaluated by the product analysis lab (pal) for the reported issue of a burning smell coming from the device. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. A short simulated therapy was performed and completed successfully. Crt (cycler remote toolbox) indicated all pressures are correct and stable. The cover was opened and an internal inspection performed. No problems were revealed during this inspection and all connections were correct and secure. No evidence of smoke stain or smell on device. The device was determined to meet functional and electrical performance specification requirements per rite testing. The pal evaluated the device and no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The problem was not confirmed. The cause of the problem is undetermined. The device was sent to service. If additional relevant information is received a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A device history review was performed with no exceptions during manufacturing found. Review of the service history revealed no failures/problems that were the same as, or similar to, the current difficulty and there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. Review of the device service history revealed no issues that could have caused or contributed to the reported difficulty of a burning smell from the device. A follow-up report will be filed upon completion of the evaluation or if any additional relevant information becomes available.